Manufacturer narrative:
Customer report was confirmed. The balloon ruptured in the central area, approximately a 0.1" x 0.1" hole was observed. All through lumens were patent and leakage was not observed. There was no visible damage to the catheter body. The 1.5cc syringe was returned and no physical damage was observed to the syringe. However, the introducer and contamination shield were not returned. This event was determined to be reportable following edwards¿s standard procedures. As per the evaluation results a hole was observed in the balloon, which could indicate that fragments of the balloon are missing. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon ruptured at inflation test before use. There were no patient complications reported.